Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient's neurostimulator moved following a fall about 6 months ago. The device used to be on her left side but was now in the middle of her buttocks. She was in a lot of pain when she sat or walked and her leg swelled when she walked for more than an hour. It also hurt in a "relaxed" position. The pt also experienced never having therapeutic effect and noted that after multiple reprogramming attempts, she still got stimulation on her liver, kidney, and bladder. She had not recharged or used the device in about a year. She was re-directed to her healthcare professional. Further information was requested.